Event description:
The patient experienced a loss of therapeutic and no stimulation sensation following an unrelated medical procedure. He turned his device off prior to knee scope surgery. It remained off for 24-48 hours. When he went to turn it back on, he did not feel stimulation. There have been no falls or trauma. The leads were in the correct location and orientation. He was reprogrammed a couple weeks ago and was able to feel stimulation for one week, but then it stopped. The patient was at the clinic and the lead impedance measurements were greater than 10,000 ohms when ran no higher than default. A couple good impedances were found which required higher amplitude when programmed. Additional information has been requested.

Manufacturer narrative:
(B)(4).